Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The patient effect of hemorrhage is listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional pulsed field ablation procedure with a small-bore sheath. Reportedly, the prostyle device deployment worked as intended, then the knot was successfully advanced to the vessel wall and tightened however hemostasis was not achieved as there appeared to be little, if any, reduction in active bleeding. A new prostyle device was used to achieve hemostasis. No additional information was provided.